Event description:
Health care professional had difficulty accessing center port. It was noted that the pump moved around in the pocket making it difficult to access. Pt had lost about (B)(6) since implant and that the pump seemed to be tilted. A surgical revision was planned. An erroneous alarm was also noted. Per the hcp the reservoir was changed from 2.5 to 20 and then back to 2.5 and once they updated it gave the empty reservoir and low reservoir alarms.

Manufacturer narrative:
(B)(4).